Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a crack in the white connector was confirmed, and was considered manufacturing related. The implicated and returned product was a 6fr triple-lumen powerpicc solo. The white connector was cracked and portions of the connector were not returned for investigation. A cavity was observed in the white molded material. The valve was still held in place. The cavity identification was not present on the returned portion of the connector. No cracks were observed on the other connectors. The returned sample resembled the product in the returned photo. The complaint sample was forwarded to the manufacturing facility for further review. (B)(4) evaluation: the complaint for ¿valve cracked¿ is confirmed according the evaluation the sample received which showed valve part cracked of the lumen white; showed a bubble within valve, maybe these are caused by the incorrect molding process, leading to valve breakage. This condition cause leak in the device. Therefore the cause for this complaint is manufacturing related. A lot history review (lhr) of rebn1396 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on 08/09/2017 that when the white lumen was flushed it leaked saline. The left connector was replaced, but when flushed again, the same issue occurred. The connector was removed and the valve was reportedly broken. There was no reported patient injury. 08/25/2017- per facility report, PICC catheter leaking and disintegrated/cracked at the proximal valve. Line unusable. PICC removed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebn1396 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on 08/09/2017 that when the white lumen was flushed it leaked saline. The left connector was replaced, but when flushed again, the same issue occurred. The connector was removed and the valve was reportedly broken. There was no reported patient injury. On 08/25/2017- per facility report, PICC catheter leaking and disintegrated/cracked at the proximal valve. Line unusable. PICC removed.